Event description:
Follow-up information revealed that surgical intervention was undertaken on (B)(6) 2019 where in the lead was explanted and replaced with a new lead. Reportedly, effective therapy was restored post operatively.

Event description:
It was reported the patient lost pain relief on the left side following a fall. X-ray confirmed the lead migrated to the right. Surgical intervention may be undertaken at a later date to address the issue.